Event description:
It was reported occlusion alarms occurred. Reportedly, the customer was using admelog brand insulin, tandem technical support educated the customer this is considered off label use. The customer changed supplies and resumed insulin therapy. There was no reported adverse impact to the customer¿s blood glucose level.